Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the charge button on the main keypad assembly felt "flat" in the center area and when performing the keypad test, the charge button was showing as constantly activated (i.e. Pressed). Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed main keypad assembly and observed that the cause of the reported issue was a damaged dome on the charge button. This led to a short in the charge button and prevented the device from defibrillating when prompted.

Event description:
The customer contacted physio-control to report that while testing their device they observed that as soon as the unit was powered on the it started to charge by itself and then would only intermittently defibrillate when prompted. There was no patient use associated with the reported event.